Event description:
It was reported that the ventilator powered on by itself randomly. There was no patient involvement. The customer was advised to replace the user interface board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface (ui) printed circuit board assembly (pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The fse reported that the part ordered was incorrect. The case was then escalated to someone else to help and they suggested that they replace the user interface (ui) printed circuit board assembly (pcba), power switch overlay, motor controller (mc) pcba. Currently, the repairs are pending. The fse is currently working with the manager to order the correct parts and resolve the issue. The investigation is ongoing.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the user interface (ui) assembly and the power switch overlay per the v60 service manual. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The replaced user interface (ui) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech installed the returned ui pcba into the pil tech device and confirmed that it powered on without issue when using the power on button. The pil tech also verified that the pil test device, with the returned ui pcba installed, powered down without issue when using the physical power button and when using the ventilator shutdown button on the touchscreen. With alternating current (ac) and backup battery power connected, the pil test ventilator with the returned ui pcba remained in the power down state for 1 hour with no random or spontaneous power ups. Through the use of a fluke 87 multimeter, the pil tech verified that the ui sw_pwr line (c44/ fb21 pin 3) was at a constant 4.79 vdc, which is the required voltage for the normal operation of the ui and ventilator operation in the power on and power off status. Through the testing completed, it was determined by the pil tech that the failure was unable to be duplicated. It was concluded that no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.